Event description:
During a ptca / stenting treatment procedure, difficulty was encountered in removing the express2 over-the-wire (otw) coronary stent system. The patient was asymptomatic during this event. The physician used a 6f introducer sheath for vascular access, a 6f jr4 guide catheter and a .014 bmw guide wire to cross the lesion. The lesion being treated was a 70% stenotic lesion in a tortuous right coronary artery (rca). The rca had a diameter of 5-6 mm. Attempts to cross the lesion with the express2 otw stent system were unsuccessful, and it was noted that the stent had moved from its balloon position. Using flouroscopic guidance, the physician attempted to withdraw the express2 stent system into the guide catheter, but the stent again moved from its balloon position. The express2 otw stent system and guide catheter were then withdrawn as one unit into the abdominal aorta with the intent of trapping the proximal portion of the stent against the guide catheter, but this could not be done. The express2 otw stent system and guide catheter were removed from the patient, but the stent was stuck at the edge of the sheath over the bmw guide wire. The physician attempted to insert a .035 j-wire through the sheath beside the bmw wire, but was unsuccessful. The 6f introducer sheath was removed and attempts were made to advance an 8f introducer sheath over both wires, but the dilator could not accomodate two wires, so the j-wire was removed. Efforts to re-establish access with introducer sheaths ranging in size from 4f to 8f were unsuccessful. Pressure was held with a femostop device, the bmw wire was left in place, and the patient was taken to surgery. A small femoral arteriotomy was performed and the stent was successfully removed.